Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. Customer's blood glucose level at the time was over 400 mg/dl. It was also reported that the customer had an occlusion. The customer had blood glucose levels that rose to 570mg/dl. The customer stated that they had symptoms of vomiting, shaking, and trouble breathing. Customer treated with the insulin pump. Troubleshooting occurred. No significant event leading up to the incident was mentioned.